Manufacturer narrative:
Manufacturers ref (B)(4) g4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: vascular: endoleak. Location relative to study stent = stented segment. Was this event considered to be related to the study device? = related. If related, provide a detailed description of how study device caused or contributed to this event = type 3a endoleak on the proximal part of the thoracic stent graft. Was the event considered to be related to the treated aortic disease? = not related. Was this event considered to be related to the study procedure? = not related. If endovascular, indicate treatment(s) = stent realignment by placing a thoracic endoprosthesis thoracic endoprosthesis within the first thoracic endoprosthesis. Patient outcome: patient outcome = resolved (patient recovered/stabilized) without sequelae.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the graft was placed to treat a thoracic aortic dissection type b and an endoleak type 3a was noted during 12-months follow-up. Reportedly, the endoleak was related to the device and treated by stent realignment by placing a thoracic endoprosthesis. The patient recovered without sequelae. Despite efforts to obtain clarification and additional information this was not provided. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may not have caused the endoleak type iiia. It is noted that the graft was placed to treat dissection, which is not according to the instructions for use specifying that the graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. However, it cannot be determined that the use for treatment of dissection caused the reported endoleak type iiia. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.